Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and alarming button error. Customer stated they removed and reinserted the batteries, but that it did not resolve the issue. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped, but it may have been exposed to moisture. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 119 mg/dl at time of reporting. Nothing further reported.